Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Evaluation of the returned sample confirmed that the inter-chamber seal was activated before use. The root cause was handling related, e.g. Dropping the carton. This product should not be dropped from a height of greater than 25cm to avoid problems of this nature. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a case that was reported to baxter. It was reported that the interchamber seal was broken on the product resulting in the solution being mixed. This was identified before use and no patient was involved.